Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable, rising, and was beyond the expected upper range. The analyst noted that the rv defib lead impedance has been rising and varying between around 80 ohms to 144 ohms and back to 92 ohms. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited varied and high impedance on the defibrillation coil. There was a rise that occurred slightly and continually. The lead remains in use. No patient complications have been reported as a result of this event.